Event description:
Additional information was received from the patient. They reported that the patient mentioned they have since needed an x-ray for their back since the car crash. Patient services reviewed recommendations for mris, CT scans, and x-rays.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back to report they were going to replace the implant again on 2022 (B)(6) and they knew the health care provider (hcp) had said something about just replacing the "wire." The patient stated they knew they had metal objects (fragments) in them from their car accident they were in where their lead broke. The patient stated the hcp had mentioned they were going to attempt to remove the fragments but they weren't sure if they would be able to because of the depth of the fragments. The patient stated the hcp had a concern the patient's muscle would be damaged if the removal proved to be difficult and so the hcp was going to leave the fragments implanted if they found the removal to be too difficult. The patient wanted to know what would happen if there were fragments left behind and patient services reviewed this information with the patient. The patient also inquired about their external devices, as they had 2 handsets because they had "so many surgeries," and they wanted to know which handset belonged to their current implanted system. Patient services also reviewed this information. It should be noted the patient did not allege anything against their previous system. The patient reported that their implant was currently off because it had been hurting and shocking them since the accident when the implant was on.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are : product ID: 978b128, lot#: va2db9l, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2021 from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was in a bad car accident and the car was totaled. Patient said their lower back is hurting and they wanted to know if the accident could have affected the device. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2021 patient called back and said that since the auto accident the there is a lot of movement at ins pocket site, said they can wiggle it. Redirected patient to contact hcp to schedule an appointment to have ins site evaluated. Patient said was there however forgot to mention during the appointment. Patient said they have a follow-up appointment in one month.